Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, and sample analysis. Based on a review of this information, the following was concluded: the complaint that the infusion sets aspirated air instead of fluid was confirmed and appears to be supplier related. The products returned for evaluation were four 19g safestep safety infusion sets. Two of the samples contained residual material on the valve housing along the perimeter between the valve stem and housing. When an attempt was made to aspirate fluid through the devices, all four samples could not aspirate fluid but instead aspirated air. Microscopic examination of the y-site valve revealed a slightly rough surface to the valve stem on three of the samples. After functional testing was completed, the valve stems on these three samples were removed from the housings. The top of the valves contained small imperfections along the outer perimeter of the valves and the collar of the valve had oval shaped depressions in the material that appeared to be flow lines for the material. The fourth sample appeared free of visible defects under microscopic examination, both while it was seated in the housing and after it had been removed. It appears that the small imperfections on the valves may have contributed to this event. Bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "our medical oncology department has been having on going issues with item lh-0033yn, same lot number aserf096. When accessing the port, air is pulled back instead of blood." It was stated this occurred with four devices. This report addresses the third device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of aserf096 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (aserf096) have been reported from the same facility.

Event description:
It was reported "our medical oncology department has been having on going issues with item lh-0033yn, same lot number aserf096. When accessing the port, air is pulled back instead of blood." It was stated this occurred with four devices. This report addresses the third device.